Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown secur-fit stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
Revised due to a loose stem.

Manufacturer narrative:
An event regarding loosening involving an unknown securfit stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
(B)(6) 2015: revised due to a loose stem.